Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the application of ablation, loss of capture was noted in this dependent patient. There were no adverse patient effects reported. The device remains in service.